Event description:
A customer contacted beckman coulter inc. (Bec) stating that di water was leaking at the back of the unicel dxc 800 pro synchron chemistry analyzer. No injury or operator exposure was reported in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 and discovered that the leak was originating from the reagent probe b which had a leak coming out of the bottom. Per the fse, the instrument also had reagent syringe motion errors which could have caused the leak. The fse rebooted the instrument, which resolved the issue. Bec identifier for this report is (B)(4).